Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd phaseal¿ infusion system adaptor the clamp was missing on the tubing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd phaseal infusion system adaptor the clamp was missing on the tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One picture sample for lot number k71649-1 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number k71649-1 that could have contributed to the reported defect. Through visual inspection of the returned picture, the product tubing was observed without the clamp component. Within the bd facility, the connector component is molded and the membrane is assembled. The rest of the product components including the tubing and the clamp, are received from a supplier location and the final assembly of the product is also performed at the supplier location. This incident was reported to the supplier company for investigation. The supplier reported that the missing component was a result of human error, as the clamp is assembled manually. A change is currently underway for the manufacturing sites of this product, therefore, further action has not been determined necessary at this time. DHR: no non-conformances found. One complaint was sent to codan (B)(4). According to the report received, the root cause of the defect was a human mistake, as the clamp assembly is manual.